Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified intermittent low/no audio when navigating the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The condition was verified. The cause of the condition was the upper mech mounting screw was missing and found inside the device. The mechanism required to be removed from the front case and reinstalled in the repair process to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had intermittent low/no audio. No additional information is available.